Manufacturer narrative:
Consumer admits she was leaning against the heating pad which is abuse/misuse of the product and a direct violation of the instructions and warnings provided. The pad has been requested from the consumer to determine if the accident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product.

Event description:
Consumer alleges she was using the heating pad on medium heat and sat down on her couch and leaned against the heating pad. Five minutes later it became hot and she turned around to see smoke coming from the heating pad. She then discovered a hole in her hoodie and holes in her couch. No injuries were reported with this incident.